Manufacturer narrative:
The product was unavailable for return as it remains implanted. Therefore an evaluation of the device performance was not possible. The instructions for use that accompany the device caution that devices known to contain magnets should be kept away from the immediate valve implant location, as they may have an effect on the performance level setting of the strata-type valve. A review of the manufacturing records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the patient was implanted with a strata lp shunt on (B)(6) 2015. According to the report, the shunt was set on pressure level 2.0 and when the patient had the stitches removed on (B)(6) 2015, the shunt setting had changed to pressure level 1.0. It was also reported the patient used headphones that may have changed the settings. Reportedly, the setting was changed back to 2.0 by the physician and the patient is doing well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.